Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. On (B)(6) 2020 it was reported that the patient was having an MRI to check the catheter location. The patient had a fall in the last couple of months and they thought the catheter may have gotten pushed out of place. The patient had a lump where the catheter goes into the spine. No further complications have been reported as a result of this event.